Manufacturer narrative:
Supplemental report submitted to correct h10.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, the 1st 26mm s3ur valve was stuck the r+n raphe and could not cross the annulus. The team could not pull the valve back. The valve was then deployed above annulus and a 2nd 26mm s3ur valve was prepped for tav in tav. The 2nd valve was successfully deployed in the annulus. The degree of tortuosity was moderate. There was no annular calcification. There was no damage observed on any of the devices upon removal. The staff did not allege that any edwards devices were deficient in some way. The devices were discarded. There was no patient injury and the patient left the room in stable condition. The perceived root cause for the crossing difficulty was severely calcified bicuspid av with a r+n raphe which we were biasing towards while trying to cross the annulus with thv.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of crossing difficulty has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors likely contributed to the event as the customer reported the patient had ''severely calcified bicuspid av''. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07505.